Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was broken. Customer stated that the insulin pump had multiple pump error alarm. Customer was able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. No pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 alarm due to software error. No battery or power anomalies noted during testing.